Event description:
Universal smoke evac attachment used on a bovie pencil. Upon cleaning the bovie tip, the clear plastic protector on the evac system popped off the hand held device. The clear piece popped off of the cradle where it attaches to the device. The clear plastic protector was located outside of the pt.